Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a silicone foley catheter. The customer reports the patient experienced pain and hematuria and was subsequently taken into the operating room to explore. It was determined that the patient experienced a urethral tear. The clinician stated that this could be due to a hard/sharp tip of the catheter, or could have been due to the technique when inserting. The customer further reports, that the patient was taken to surgery to repair the urethral tear, the patient status is fine after the surgery and another catheter was inserted.